Manufacturer narrative:
Customer declined service on the instrument at this time. The cause for the discordant blood results is unknown.

Event description:
Customer reported negative blood result on the instrument whereas both microscopic and alternate method were positive for blood. There was no report of injury due to this event.